Event description:
A (B)(6) male pt underwent initial abdominal aortic aneurysm repair on (B)(6) 2006. The pt received a zenith bifurcated main body graft and two zenith iliac leg grafts. The case was completed without reported incident. On (B)(6) 2010, the pt underwent an additional repair for explant of the zenith device due to neck degradation. The physician implanted another MFR's sewn in graft with no adverse effect to the pt.

Manufacturer narrative:
Additional surgical procedure is addressed per the IFU. Device code: explant is addressed per the IFU. No product or images were returned to assist in the investigation. Design validation and verification activities have been performed within the anatomical inclusion criteria. Physician training/proctoring program in place. IFU and physician reference manual clearly establish acceptable pt anatomical features. Per clinical eval: "anatomical changes over time secondary to continued aneurysmal growth which required explant and replacement with graft." The event description did not describe the cause of the continued aneurysm growth. The complaint will be treated as an endoleak, which was determined to be a clinical effect of the continued degradation/disease of the proximal neck and anatomical changes. The device was explanted which indicates insufficient sealing sites. There may be a higher risk of an endoleak with insufficient sealing sites. With the info provided it is difficult to determine how the device contributed to the event. There is no evidence that a design or process induced failure of the device resulted in continued aneurysm growth or anatomical changes. Risk assessment for this failure mode was performed and concluded that further action is not required at this time. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.